Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide after an unspecified procedure. Reportedly, an unknown device failure occurred. The method used to achieve hemostasis was not report. There was no reported adverse patient sequela. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned device was received undamaged and in the plunger pre-deployed position with no slack in the link material and with dried blood present in the marker lumen. This indicated that the lever and foot had not been deployed and the device had been inserted into the patients anatomy with blood flow through the marker. Based on the investigation findings, the device performed according to specifications; therefore, the cause for this reported event could not be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.